Event description:
Report received of an overdelivery. The pump was returned from clinical service with an unsigned note that read, "unit has been involved in an over infusion. "The note did not provide any tracking information; therefore, specific patient information, pump programming, or event details were not available.